Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath with exertion and shoulder discomfort. It was further reported that the right atrial (ra) lead exhibited inability to confirm capture on current electrograms (egm) and the right ventricular (rv) lead exhibited an increase in pacing. Both leads remains in use. No further patient complications have been reported as a result of this event.